Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity and heavy calcification. The lesion was accessed with a non-abbott guide wire and pre-dilated with a 2.5 x 15 mm trek balloon. The mini vision 2.5 x 18 mm stent was attempted to cross the target lesion, but failed to cross. During withdrawal, resistance was felt between the mini vision stent and the anatomy, due to the heavy calcification. When the device was retracted, the hypotube separated into two pieces on the proximal part of the hypotube. A new mini vision 2.5 x 18 mm stent was used to finish the case. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.